Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, 01:04:36. During night drain cycle two, the patient's ultrafiltration reading was 1707ml, indicating the home patient (hp) drained 1707ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.